Manufacturer narrative:
Additional information was received that the reason for the revision was due to patient had a pain at the ipg site and will undergo an ipg relocation procedure.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had a recent weight loss that made the ipg in an uncomfortable spot. It was also noted that the past few months, the patient had to frequently charge the ipg. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was relocated. The physician did not suspect device malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.